Manufacturer narrative:
The prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed, therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corp that a pt underwent treatment with a prolieve thermodilatation kit in 2008 as part of a study for the treatment of benign prostatic hyperplasia (bph). Reportedly, the pt began experiencing weak stream / trouble with urination in 2009 (exact onset date is unk). This condition existed prior to procedure, however it stopped after treatment and recently began again. Reportedly, the pt also began experiencing retrograde ejaculation since 2008. The pt had no prior history of retrograde ejaculation. Both events are mild in intensity and are listed as ongoing. Though f/u with the complainant revealed that the pt did not require treatment or intervention for these two events (retrograde ejaculation and weak stream / trouble with urination), the complainant indicated that it is not known if this will result in permanent impairments for either events.